Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited noise on both the atrial and ventricular channels. The noise could be reproduced with isometrics. On (B)(6) 2016, during pocket revision procedure; the physician suspected that the device might have migrated a little laterally resulting in extra stress mechanically with arm movements. The device was repositioned more medially. The patient's condition was stable post procedure.